Event description:
The customer reported that they were made aware of the problem when the nurse was at bedside to flush carboplatin. The customer stated that it came into contact with a nurse but there was no impact on the health care provider. Chemo spill was cleaned per current hospital's policy; full personal protective equipment was used, spill kit was not required. The set up was 0.2 inline filter primary IV line, with end cap added manually to cassette and closed system transfer device secondary line and y extension set utilized on patient. No product defects were visible.

Manufacturer narrative:
Additional information in b5, d9, d10, h3, h6

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The healthcare professional (hcp) reported that she was at the patient's bedside to flush chemotherapy drug and waiting on last few drops, she tried to untangle the patient's arm and chemotherapy lines from behind her, and while doing so, she felt something wet while touching the line. The hcp stopped the pump and went to wash hands. Upon return, with gloves, gown and eyewear, hcp inspected the filtered line and noticed the wet part was from the filter, at the back, by the 0 on the filter. No chemo was noticed on the chair. The lines were removed and the flush was given with a different line. There was patient involvement, but no harm was reported as a consequence of this event.